Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a solution administration set that separated. According to the report, the visceral surgery service of the center reported that the tubing of the set disconnected spontaneously under the chamber. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.